Manufacturer narrative:
This supplemental report is being supplemented to provide additional information from the user facility and from the original equipment manufacturer. The customer reported that they have submitted a report to the agency regarding this event, and they have sequestered the device per their protocol. No additional details were provided. Based on the OEM¿s investigation, they stated that this complaint is a known problem that has been investigated previously. The OEM stated that there is no manufacturing, material, or processing related cause for this failure mode, and it is, therefore, designated as unconfirmed. The OEM¿s investigation conclusion indicated that the root cause is environmental related exposure of the device which resulted in degradation and embrittlement of the dilator polymer.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during a ureteroscopy, while advancing the sheathed guide wire through the patient's urethra, the physician felt resistance. Subsequently, the physician identified the distal end of the sheath (where the obturator is) was separated and shattered. As a result, the sheath was extracted using a cystoscope. The sheath fragments caused a urethral tear. Consequently, the patient received a catheter to assist with healing. It was also reported the procedure was abandoned because of the device issue. Additional information is unavailable at this time.